Manufacturer narrative:
No product was returned to evaluate the reported issue. However, it was noted that the user should first consult with the operator's manual for an alarms or messages displayed and with the other sections of the manual appropriate to the perceived problem they are having. System delivery accuracy of the cadd-legacy 6400 pump and attached medication cassette reservoir is plus or minus 6 percent. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon medication viscosity, catheter size, and extension set tubing?. The device in question would need to be returned for inspection of the pumps event log and delivery accuracy tests; the device should be returned to smiths medical if the problem persists. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the infusion ended one hour earlier than scheduled. The pump displayed 12.5 ml of the infusion remained. It was also noted that there was no air in line alarm while there was clearly air being sucked into the back. There was no patient injury reported.